Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-19929. It was reported that the right ventricular - rv lead exhibited failure to capture, while the right atrial - ra lead exhibited failure to sense. The rv and ra leads were explanted and replaced. The patient was in stable condition throughout the procedure.